Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had undergone a lead revision. Afterwards, the patient touched the wound site several times due to discomfort with their clothing. The patient then arrived to the emergency room with a pocket infection and this pacemaker was eroding through their skin. Further review found that the existing right ventricular (rv) lead had dislodged and caused loss of capture. The physician attributed the dislodgement to the patient touching the pocket area and not following post-procedure instructions. This pacemaker and the existing rv lead were removed and not replaced. The patient was also being treated with antibiotics. No additional adverse patient effects were reported.